Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer stated that she jumped in the pool with the insulin pump on. The customer's blood glucose was 255 mg/dl at the time the issue was reported. Nothing further reported.